Manufacturer narrative:
Investigation summary: photo received showed one blisterpack pcatalog 305916. The failure reported could not be observed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 2 bd safetyglide¿ needles experienced leakage, and clogged/blocked needles. The following information was provided by the initial reporter: material no: 305916. Batch no: reex049. We have been having issues with the needles. They are blocked and will not allow the solution to be pushed out also we have had a few where it has come out of the side of the needle. This has happened to needles from two different boxes. I have our nurse educators checking with the staff to make sure it isn¿t user error.